Event description:
It was reported that the bd discardit¿ ii syringe was found without scale markings during the packaging process. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "during packaging of finished product (fp) batch fr5060 on packaging line (pl) 03, one blister of batch 2001513532 (item ppu5n0376, vendor batch 2202188) is found which contains... An incorrect syringe (missing gradation indication)."

Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 300321 and lot number 2202188. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. To aid in the investigation of this issue, pictures of the affected sample were returned for evaluation by our quality engineer team. However, through examination of the pictures alone, we are unable to confirm the defect of scale marking missing as it is possible that the syringe is turned within the package, hiding the markings. One shelf carton of retained samples was obtained for further evaluation; however, the retained samples did not display any signs of defect. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.